Event description:
An altitude alarm was reported by the customer, which temporarily suspended insulin delivery due to this condition. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the customer to clean the pump and change the cartridge; however, the issue persisted. Ultimately, the pump and cartridge were replaced, and the customer was advised on interim insulin delivery using multiple daily injections. The replacement pump provided had updated software, and the customer received instructions for its use and return of the faulty equipment.